Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. X-rays were taken and confirmed that the lead had migrated. Diagnostics revealed that the patient's lead had high impedances. As a result, surgical intervention may be taken to address this issue.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their lead replaced. Issue has been resolved.